Manufacturer narrative:
The reported 4.5mm razorcut blades, used in treatment, have been returned for evaluation. A used and three unused devices were returned. Visual assessment of the used device showed visible signs of material galling and debridement on the blades. Functional inspection was performed and the inner blades did not rotate freely within the outer blades, friction was felt. The outer blades are bent. The unused devices were functionally inspected and the inner blades were found to rotate freely within the outer blades, no friction was felt in the unloaded condition. The condition of the used blade indicate they were subjected to an excessive lateral load during use. Per the devices instruction for use ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly¿. A review of the complaint and manufacturing records was performed and there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Conclusion: based solely on the product evaluation the root cause of the reported issue is likely due to a user vs procedural event. The instruction for use does caution ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly¿. The material of the razorcut blade is 304 stainless steel which is an austenitic stainless steel alloy intended for surgical applications and is biologically compatible; however, this device is not approved for implantation. The patient impact beyond possible corrosion, local irritation/discomfort, and/or migration of possibly retained non-implantable foreign body fragments cannot be determined. No further medical assessment can be rendered at this time. (B)(6).

Event description:
It was reported that, during an unknown procedure, a blade was opened and once it was mounted on the shaver it did not turn, the internal rotary of the blade struggled to turn inside the external metal cannula. Then, trying to turn it by hand was very difficult and did not have the usual smooth rotation. The procedure was completed with a backup device with no delay and no other complications were reported. Results of the investigation have concluded that this unit had signs of shedding/flaking which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported 4.5mm razorcut blades, used in treatment, have been returned for evaluation. Two used and three unused devices were returned. Visual assessment of the used devices showed visible signs of material galling and debridement on the blades. Functional inspection was performed and the inner blades did not rotate freely within the outer blades, friction was felt. The outer blades are bent. The unused devices were functionally inspected and the inner blades were found to rotate freely within the outer blades, no friction was felt in the unloaded condition. The condition of the used blades indicate they were subjected to an excessive lateral load during use. Per the devices IFU (B)(4) ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly¿. A review of the complaint and manufacturing records was performed and there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time. Conclusion: based solely on the product evaluation the root cause of the reported issue is likely due to a user vs procedural event. The IFU (B)(4) does caution ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly¿. The material of the razorcut blade is 304 stainless steel which is an austenitic stainless steel alloy intended for surgical applications and is biologically compatible; however, this device is not approved for implantation. The patient impact beyond possible corrosion, local irritation/discomfort, and/or migration of possibly retained non-implantable foreign body fragments cannot be determined. No further medical assessment can be rendered at this time.